Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015. Gastroesophageal balloon dilation on (B)(6) 2015 did not fully alleviate dysphagia symptoms. Uneventful device explant due to dysphagia on (B)(6) 2015. Device found in correct position/geometry. Patient in satisfactory condition after explant.